Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If available, please provide a product code and lot number for the device used. Please provide the event date when the reported issue occurred. Was any intervention required for the patient? If yes, please describe.

Event description:
It was reported that following an unknown procedure, the staples became loose in the patient tissue. It is unknown if there were any patient consequences. No device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: most of the staples came loose and fell out of the patient tissue, resulting in significant wound gapping. On two separate occasions, the doctor had to apply sutures due to the staples coming loose.